Event description:
It was reported that a patient, underwent a left-sided idiopathic ventricular tachycardia procedure with a smart touch bidirectional, suffered respiratory arrest, cardiac tamponade and perforation, which was confirmed by ice. The patient required pericardiocentesis and approximately 550 ml of fluid were removed. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure. Multiple attempts were done to request for further details of the event. However no additional information has been provided.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (13000), stockert (st-4730), stockert remote (rc-I-2319), cool flow pump (02703), and a soundstar eco catheter (1048577, e5008971). (B)(4).